Event description:
It was reported that during a tvt procedure, the tape came off the needle while passing through the abdominal wall. The procedure was completed successfully with another device. There were no adverse patient consequences reported.